Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cases. Performed an internal visual inspection on the sensor¿s printed circuit board assembly (pcba); no issues were observed. Performed a source measurement unit (smu) test using connector key to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage test and sensor thermistor testing were within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher sensor scan results compared to unspecified readings obtained on the competitor brand meter. The customer noted a vertical trend arrow; however, it is unknown if the trend arrow was upwards or downwards. The customer experienced dizziness, a seizure and lost consciousness. The customer was unable to self-treat and was given food and drink by a health care professional (hcp) for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.